Event description:
It was reported that during a peripheral stenting treatment procedure, incomplete stent fracture occurred. The target lesion was in the popliteal artery. An unknown sized ion drug eluting stent was implanted to treat the target lesion. Angiographic images revealed the stent appeared separated mid stent, consistent with a 'pac-man' appearance. A non-bsc self expanding stent was implanted to treat the stent fracture. No additional patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis fo the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).